Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded the heart failure index has crossed the alert threshold. Significant atrial undersensing has been also observed on the presenting electrogram (egm). Review of the atrial programming was recommended due to the atrial discriminators still programmed on. The crt-d remains in service. No adverse patient effects were reported.